Event description:
The manufacturer received information alleging black particles in the tubing, mask, filter, and container. Device emitting smell that caused headaches, device had an extra noise and rattling, cutting out and not working at all, had humidifier issues, various patient discomforts such as bloating, congestion, trouble swallowing, blocked nose, breathlessness, chest issues, cough, sore throat, runny eyes, nausea and dry mouth occurred on a dreamware device. There was no death, serious harm or injury, and no medical intervention was reported. The deice has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
This report is being sent to correct our previous submission. Updated: box d: model number & catalog item identifier: no information. Product is general catalog device without serial number and material number information. Problem code grid: chemical problem, device emits odor, not applicable. Mechanical problem, noise, audible, not applicable. Electrical /electronic property problem, unexpected shutdown, not applicable. Patient outcome code added the following: sore throat, dyspnea, unspecified eye / vision problem, nasal congestion, asthma, cough, dizziness, nausea, dysphasia, unspecified respiratory problem, headache, unspecified heart problem. Usage of device: no information. Remedial action: recall. Recall (z) number: z-1974-2021. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging black particles in the tubing, mask, filter, and container. Device emitting smell that caused headaches, device had an extra noise and rattling, cutting out and not working at all, had humidifier issues, various patient discomforts such as bloating, congestion, trouble swallowing, blocked nose, breathlessness, chest issues, cough, sore throat, runny eyes, nausea and dry mouth occurred on a dreamware device. There was no death, serious harm or injury, and no medical intervention was reported. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities